Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was worn out and partially torn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: friction between the tissue pad and the probe tip during activation. ¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat's pad peeled off and melted during sedation for a therapeutic procedure. The pad did not fall inside of the patient's body. The procedure was slightly delayed and was completed with a different olympus device. There were no reports of patient harm.